Event description:
It was reported that during an unknown point in time, there was an issue with the firing mechanism. We will confirm the date once we get any information. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.